Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 471 mg/dl. Customer¿s current blood glucose level was 200 mg/dl. Customer was also reported sensor issue. The customer states that the difference between sensor glucose and blood glucose was not within range. The sensor was not returned for analysis.